Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 350 mg/dl to 450 mg/dl. Customer¿s other blood glucose value was 320 mg/dl, 303 mg/dl, 327 mg/dl and 295 mg/dl. The customer was treated with bolus using insulin pump and manual injection. The customer also stated that they did not allege insulin pump was under delivering. Customer was currently at the hospital due to accidental fall. Customer was stated that there was high blood glucose event started after his surgery. Customer also had pain and liver cirrhosis. Customer was performed troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.